Manufacturer narrative:
Analysis results on the lead, (B)(4) indicated that the stimulation lead body was cut through, product segmented. Analysis results on the lead, (B)(4) indicated that the stimulation lead body was cut through, product segmented.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was never programmed completely because they could not program parameters that would cover the patient¿s pain. The doctor thought that the leads might be in the intrathecal space. The doctor then cut the leads and implanted a paddle lead. MRI compatibility for cut leads and paddle leads was reviewed. The patient¿s therapy issues were unresolved at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative reported that the leads and implantable neurostimulator (ins) were explanted. The leads were explanted because post-op the patient was getting painful stimulation when the settings were only at 0.2 to 0.3 volts. When the leads were explanted the MRI safe ins was left implanted in anticipation of implanting an MRI safe paddle lead at a later date. The doctor decided to implant the paddle lead which was not MRI safe so at that time they replaced the ins with a non-MRI safe ins. This was to reduce possible MRI compatibility questions in the future. There was no issue with the ins. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).